Event description:
The facility reported that channel c on a colleague triple channel pump had been incorrectly loaded onto the pump and was alarming (unknown alarm) resulting in a freeflow of noradrenaline during pt use. The pt was undergoing cardiothoracic surgery and was on bypass during the operation. The patient's systolic pressure rose to 300mmhg/unknown diastolic and was classified as life threatening. The hospital staff was alerted to the pump problem as a result of the increased systolic pressure of the pt. Reportedly channel a and b were still in use (infusing unknown medications) and functioning normally. The pt outcome is unknown. Initially, the healthcare professionals believed this was a pump-related issue. Baxter representatives met with intensive care unit (ICU) manger, theatre manager, chief executive officer (ceo) and director of clinical services on august 15, 2008 to further discuss the issue and root cause. It was determined that incorrect loading of the pump and inadequate training/education of the staff loading the pump was the root cause of the malfunction. Corrective action as agreed by the hosp was education of the staff on pump use.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.